Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: dr. Said patient came into urgent care clinic complaining of pain. Dr. Sent me x-ray films taken on (B)(6) 2026 of a patient he performed left total hip arthroplasty on approximately 10 years ago. The implanted femoral head was not on the stem trunnion. The stem appeared to be an accolade 2 and the head appeared to be 36mm cocr. Patient was referred to uams for further treatment and possible surgery. As of this moment, patient has not undergone additional surgery. This patient has been referred to another clinic/surgeon for further evaluation.